Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient's blood pressure decreased when performing touch up ballooning using gore® molding and occlusion balloon (mob) after the contralateral leg component was deployed at the right common iliac artery. The angiography revealed vessel rupture at the distal side of the right common iliac artery. The right internal iliac artery was embolized by coil, and an additional stent graft was placed down to the right external iliac artery. Additionally, a type ii endoleak was observed but the physician elected to monitor it, the procedure was completed without further treatment. The patient tolerated the procedure. It was reported that the stent graft was not extended to the distal side of the common iliac artery, and when the ballooning was performed across the vessel and the stent graft, the vessel ruptured might have caused the strong pressure of the ballooning on the native vessel.